Event description:
It was reported that tandem mobi pump displayed cartridge alarm and pump did not indicate any loading issue or repeated alarms with this device. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered 9-unit bolus as instructed, successfully reloaded original cartridge, and resumed insulin therapy, and issue was resolved without need for pump replacement.